Manufacturer narrative:
All available patient information was included. No additional patient details are available. An investigation was performed for the customer issue and included a review of the complaint text, a review of tracking and trending data, a review of the analyzer service history, and a review of product labeling. A review of the i1000sr tracking and trending data did not identify any systemic issues or adverse trends associated with the discrepant result described in this complaint. Review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant architect stat troponin-I results with i1sr50973 as likely cause after the current complaint was received. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer reported a false elevated troponin result when processing on the architect i1000sr. The initial result was 0.277 (positive). The retest result was 0.073 and on another instrument was 0.00 (both negative). No impact to patient management was reported.